Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that after the luer-lok vacutainer is attached to the foley port and a urine tube is attached, minimal to no urine comes out of the foley despite urine sitting in the tube.

Event description:
It was reported that after the luer-lok vacutainer is attached to the foley port and a urine tube is attached, minimal to no urine comes out of the foley despite urine sitting in the tube.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this urine collection product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the urine collection product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.